Event description:
Customer called regarding the meter allegedly reading errors 3, 4 and 5. Customer did not report any symptoms. Customer ate food and/or drank beverage. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and kept getting errors 3, 4 and 5. The test strips and control solution were replaced due to an unresolved issue.